Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported that the battery cap was not fitting on the pump and pump gave battery failed alert. Customer reported blood glucose value of 289 mg/dl. The event involved product(s) mmt-1884. Troubleshooting was not performed. It was unknown if customer was using the auto mode/smart guard feature at the time of the event. It was unknown if customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. After multiple battery replacements, unit persisted on blank display. Pump was received with blank display due to cracked case behind the pump at the battery compartment, causing the battery tube to become loose with no contact between the test battery cap and battery tube being made. The battery tube assembly was pushed back in the right position, monitored, and no blank display was noted. The baat tool was utilized to search for any battery related alarms that may have occurred in the past or around the call date that may have triggered the reason for the customer's call. Unit was successfully downloaded using thump software for reference. The baat tool recorded the following: battery cycle 30.0 received the low battery alert (104) on 01/28/2026 09:44:00 faster than expected at 0.08 days. Battery cycle 26.0 received the low battery alert (104) on 01/28/2026 07:38:00 faster than expected at 0.0 days. Battery cycle 8.0 received the low battery alert (104) on 01/20/2026 23:23:00 faster than expected at 0.06 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. No unexpected battery alarms were noted during testing. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed active and sleep measurement current test, and self-test. No blank display noted during testing. Unit was received with: cracked case (battery tube), battery tube threads - cracked, cracked case, damaged display window cover, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In summary, unit was received with blank display. However, no blank display was noted after the battery tube assembly was pushed back in the right position and monitored. Customer allegations for failed battery test were confirmed when the baat tool concluded the customer experienced an unexpected power loss of less than 7 days per the pump history records. Isolate to electronic assembly. Additionally, allegations for battery cap damage were confirmed when unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.